Event description:
On (B)(6) 2019 around midnight the balloon pump started alarming "catheter restriction" while a pt was on it. ICU staff tried troubleshooting to clear the alarm and could not. Staff contacted the vendor and requested assistance which was provided and staff still could not clear the alarm. Vendor suggested that a physician remove the catheter. The physician arrived 2 hours later and removed the catheter. There was no pt harm. The catheter was kinked which caused the balloon pump to alarm "catheter restriction". After the pump was removed, it was tested with a different catheter and the device worked without going into a restriction alarm. The original catheter was tested again and it put the device into a catheter restriction alarm. The balloon pump passed all performance testing and was put back into service. Catheter was eventually sent back to the vendor for inspection.